Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Revision occurred in (B)(6) 2017. Implant date - approximately 10 to 12 years prior to revision, between 2005 to 2007. Explant date - (B)(6) 2017.

Event description:
It is reported that patient was revised ten to twelve years post-implantation due to irritation and in preparation for a primary total knee implant. No further information is available.